Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was confirmed. Alleged failure: the end user reported that there are 2 scopes defective at chest new project. Update: (blurry & not clear image /half black image). The probable root cause could be displaced lens. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.